Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose levels. Customer's blood glucose level was between 300 mg/dl and 400 mg/dl. The customer experienced fatigue. She tried treating her blood glucose level with the insulin pump. There were no basal rates in the insulin pump. The device was not returned.